Event description:
During the complaint investigation of the device, there was an unusual burning smell and smoke observed. The power supply was burned out, causing damage to other components, such as the pwa cpu, mechanism and asm door.

Manufacturer narrative:
During the complaint investigation of the device, there was an unusual burning smell and smoke observed. The power supply was burned out, causing damage to other components, such as the pwa cpu, mechanism and asm door.